Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported by the patient's spouse they noticed something unusual with the patient the day the sensor was put on the arm. She knew that it was because of his sugar (without looking at the dexcom app and no comparison from the bg meter). The behavior of the dexcom app was not described. The reporter had him drink gatorade because the patient totally lost his vison at that time. The reporter drove to the hospital. The patient started getting his vision back. Upon arrival at the emergency room (ER), the patient's vision got a little bit better. His dexcom app was providing a low alert showing egv 40 mg/dl and the bg meter was taken it was around 70-80 mg/dl. The patient was admitted and the reporter can't remember the medications provided to the patient. During the call the patient is still being admitted and expected to be released on (B)(6) 2026. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.